Manufacturer narrative:
The company service representative examined the system and replicated the reported event. The nonconforming footswitch was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to a nonconforming footswitch. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during a retinal detachment surgery, an ophthalmic laser stopped working without restarting. No system message was displayed. The surgery was completed during the same procedure by using an external laser. The patient impact information was not provided.